Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (code 204 / damaged cables) was confirmed. As received, all cables were pulled from the distribution node (dn), damaging internal wires. The cause of the code 204 is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204 and that there were damaged cables on the electrode belt.